Event description:
It was reported that the customer had a air bubbles on the insulin pump. The customer's blood glucose level was 350 mg/dl. The customer advised to deliver a 5u fixed prime until air bubbles are no longer visible. The patient was advised to repeat delivery of a 5u fixed primed until air bubbles are no longer visible. The customer stated that it cleared tubing of air bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.